Event description:
It was observed that during the device evaluation, the insufflator exhibited poor pressure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the issue occurred due to an electro-pneumatic proportional valve. However, a definitive root cause for this event could not be determined. Olympus will continue to monitor field performance for this device.